Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.